Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was attempted but not implanted due to cardiac effusion. The physician did not implant an lv lead. No other adverse events were reported. Should additional information be received, this file will be updated.